Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, t2 of the ultra fast-fix assembly - curved fall off automatically. The procedure was finished with a smith and nephew backup device. Patient injuries or delay were not reported.

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the t2 anchor still attached to the suture the t1 anchor appears to have been cut from the suture. A visual inspection revealed the device was returned outside of original packaging. The actuator had already been triggered. No anchors or suture were returned with the device. The needle appears bent vertically more than manufacturer intended. A functional evaluation revealed the actuator could be functioned as intended. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair, t2 of the ultra fast-fix assembly - curved fall off automatically. T1 was removed from the patient. The procedure was finished with a smith and nephew backup device. Unknown if a surgical delay occurred. Patient injuries or delay were not reported.